Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: infusystem inc. Columbia memorial hospital h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a no disposable pump clamp tubing alarm. The device settings were reviewed, reservoir volume was 62.4ml, rate 2.2ml/hr, and given was 37.60ml the device was turned off and tubing clamped. The cassette was removed, and tubing massaged while pressing green flow stop down. Air bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and attached. The device was turned back on, and settings reviewed but upon restart the alarm returned. Troubleshooting was repeated but the alarm persisted. The device was turned off, tubing was clamped, and the patient was advised to contact their provider for further assessment. There was patient involvement, and no patient harm/adverse event reported.